Manufacturer narrative:
Failure event observed during analysis. Final analysis found the device could not establish communication when it was received and device image could not be saved. Electrical testing revealed high current drain from hybrid. Additional testing was performed on the hybrid circuitry, which indicated an anomaly related to the juno ic.

Event description:
This report is to advise of an event observed during analysis.